Event description:
Information was received that smiths medical infusion pump alarmed with 2.7 ml if neducak fluid remaining in the medication reservoir. It was noted that the remaining medication volume differed from that indicated on the screen. There was no patient injury as a result.

Manufacturer narrative:
One portex cuffed blue line ultra suctionaid was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. The pilot balloon of the returned sample was inflated using a syringe, and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear. The most probable root causes are: the pad of the machine had movement. The pilot balloon was raised from the valve area because it did not enter the fixture completely. Lack of detection by production personnel. Actions taken: (B)(6) 2017 - a screw was installed to fix the pad to prevent movement. (B)(6) 2017 - the fixture was modified so that the pilot balloon entered completely. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on 30/aug/2018 about failure mode reported by the customer.